Manufacturer narrative:
Eval summary: during inflation of the returned device, a leak at the strain relief/shaft junction was observed. Visual examination of the strain relief/shaft junction revealed a break of the outer member, wherein the inner member remained intact. No device separation had occurred. Results: the clinician reportedly prepped the balloon while inside the pt's body, in an attempt to remove air from the balloon by pulling negative pressure on the balloon. However, the angiosculpt instructions for use (IFU) indicates to remove all air from the balloon prior to insertion into the body. Location of the failure was at the junction of the strain relief and shaft. Conclusions: the product problem was detected during preparation of the device for use inside the pt's body.

Event description:
Balloon was inserted into the body before being prepped. When the physician pulled negative on the balloon, it "sucked air." Thus, indicating a hole somewhere in the balloon port system. A second angiosculpt was pulled and used successfully without complication.